Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 477 mg/dl, 399 mg/dl and 465 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with 11 units of insulin. The insulin pump was on auto mode at the time of the incident. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.